Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Manual functional "try it" tests were performed and passed. Functional tests were performed and passed. An internal visual inspection was not performed as the receiver could not be opened due to rusted screws. Pictures were taken. The audio speaker resistance could not be measured as the receiver could not be opened due to rusted screws. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.